Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09199. The pt was implanted with two tripole leads (from the same lot) and a surgical lead. The pt reported ineffective stimulation coverage in the desired pain pattern. Reprogramming did not resolve the issue. The physician decided to carry out a surgical intervention to explant the tripole and the surgical leads and replaced it with a different model lead to obtain effective coverage. The pt reported effective coverage of both her buttocks and legs as desired. No further pt complications have been reported.

Manufacturer narrative:
Results: the returned product was received incomplete with excessive explant damage. Numerous electrocautery marks and reddish fluid intrusion consistent with bodily fluids was inside the lead body and the base of the paddle, the ends were cleanly cut. Functional testing was not necessary as there was no reported impedance issues related to the explanted leads. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.